Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure extensive scarring of the heart muscle related to arrhythmogenic right ventricular cardiomyopathy (arvc) was observed. Several efforts to secure the lead resulted in repeated dislodgement and high pacing thresholds. In addition, r-wave amplitudes were consistently low, preventing adequate sensing. As a result, the procedure was deemed unsuccessful. The patient subsequently elected to undergo heart transplantation. No adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital. Additional information indicated that this lead was not able to be implanted due to the patient condition. No adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure extensive scarring of the heart muscle related to arrhythmogenic right ventricular cardiomyopathy (arvc) was observed. Several efforts to secure the lead resulted in repeated dislodgement and high pacing thresholds. In addition, r-wave amplitudes were consistently low, preventing adequate sensing. As a result, the procedure was deemed unsuccessful. The patient subsequently elected to undergo heart transplantation. No adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.